Event description:
In early 2008, a clinical incident involving a super multivac 50 with integrated cable was reported to arthrocare corp. During a procedure involving the right knee joint of pt, it was reported that electrode had detached from the tip of the wand and remains in the pt's right knee joint.

Manufacturer narrative:
The date of event was not provided. An approx date was provided for this report. It is unk if the device was reprocessed. Awaiting further info regarding the availability of the device for investigation.